Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for supraventricular tachycardia and when evaluated, the lead showed noise. The patient has not experienced symptoms other than inappropriate therapy. During the lead revision, the lead was unable to be explanted, so it was capped. An insulation break was seen on the sense/pace pin. The lead was replaced. Patient was stable before, during, and after the procedure.